Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, noise on the rv channel and impedance measurements of 1900 ohms were observed. A new lead was implanted. No adverse patient effects were reported.